Event description:
Medtronic received information regarding a patient who had 2 pipeline vantage flow diversion stents implanted on (B)(6) 2021 to treat an unruptured left internal carotid artery (ica) c6 segment saccular aneurysm; both pipelines were implanted covering the ophthalmic artery. The aneurysm max diameter was 15.9 mm and the neck diameter was 7.5 mm. It was reported that balloon angioplasty was used to optimize wall apposition of one of the pipeline devices (model: ped3-027-500-16, lot: 165983). The initial incomplete apposition was noted to not be due to a failure of the pipeline. The second pipeline (ped3-027-550-16, lot: b174734) was implanted with wall apposition achieved. At the 180 day follow-up magnetic resonance angiogram (mra) raymond and roy (r<(>&<)>r) class 1 with parent artery stenosis 0-25% was observed. Mra at the 2-year follow-up visit on (B)(6) 2023 showed parent artery stenosis of >50-75%. There was no reported device deficiency and no reported impact to the patient. Additional information received reported the patient reported 'left eye discomfort' during a visit at their eye clinic. No other information was known regarding the complaint and the site did not note this to be an adverse event. Additional information received reported that site assessment concluded the event was probably related to the device and had a causal relationship to the procedure. The medtronic study sponsor assessment concluded the stenosis had a causal relationship to the pipeline vantage device and was not related to the procedure or ancillary devices. The event was not life-threatening and did not result in additional intervention, patient hospitalization, or patient disability. Additional information received reported per corelab image read of the (B)(6) 2022 dsa, raymond <(>&<)> roy occlusion was class 3 with parent artery stenosis 50 to <(><<)>75%. Site has reported parent artery stenosis (in stent stenosis) with ae onset in alignment ((B)(6) 2022), however, no symptoms or actions taken reported in relation to the non-occlusion. Additional information was received that the outcome of the stenosis was recovered/resolved on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.